Manufacturer narrative:
(B)(4). S/w version 4.11d. Retainer ring = unknown. Customer returned pump for alleged cosmetic damage no location specified found on (B)(6) 2021. Pump received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. Pump fails self test due to missing segments on lcd screen and pump error 63. Successfully utilized thus to download history/trace files. Pump error 63 confirmed on (B)(6) 2022 at start time 09:58:44.000 with variable 03. Keypad overlay was peeled and traces of u1 on the keypad assembly were examined and found cracked solder joint on pin 6. Moisture damage noted on keypad traces. Pump was cut open to perform visual inspection and found moisture damage on pcb assembly a1. Pump received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: cracked case (battery tube), battery tube threads - cracked, partially stained serial number label, faded end cap address label, detached retainer, broken reservoir tube lip, keypad overlay peeling, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, and damaged display window cover. Cosmetic damage was confirmed. Missing segments on lcd screen due to pump screen sustaining impact on lcd screen. Pump error 63 was confirmed during self test due to broken solder joints on keypad assembly. Additionally, moisture damage was noted on pcb a1. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the hardware was damaged. No harm requiring medical intervention was reported. The customer had discontinued to use the device.